Event description:
Pt had a bleeding event 1 yr and 7 mos post implant. Blood was noted in her left eye and she was taken off coumadin. Pt suffered a stroke 3 days later, was medically treated and recovered. Valve relatedness for stroke was unk.

Manufacturer narrative:
Device not returned.